Event description:
Customer reported an over infusion of dilaudid in a pt in the trauma ICU. A nurse cleared the volume of the IV pump at 2pm. The nurse returned over an hour later to discover the dilaudid infusion to be running at 20mg/hr instead of 2mg/hr. Volume infused was 23ml of dilaudid (1mg/ml concentration). Pt was noted to be a little more lethargic after the incident, and quickly returned to baseline. Pt required increased monitoring, with no effects on vital signs noted and no intervention performed. The pt was on dilaudid to manage post-operative pain for a complex abdominal surgery. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The pump and pc unit event logs have been received for investigation. A follow up report will be submitted with any relevant info.